Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). One returned device in an opened package was microscopically examined. Inside the package were four cut sections of used laminated mesh product with the smallest being 5cm x 8cm. All of the cut sections were at least partially delaminated. The orc component of the largest section was a dark brown color from use in surgery, while the orc of the other three sections were still a pale biege color. Aside from the cutting of the laminated mesh and the delamination, no other significant damage was observed. The circumstances and force required to cause the delamination could not be determined. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a laparoscopic hernia repair procedure on an unknown date and mesh was placed. During fixation of the mesh the orc layer delaminated. Another like device was used with no adverse patient consequences.